Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) metal tip detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the intrahepatic bile duct during an exfoliative cytodiagnosis procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the brush was inserted through the stricture however, the metal tip was detached and remained inside the patient. The physician reported difficulty in removing the metal tip under endoscopy and the patient is for observation. There were no plans of retrieving the device but the patient is expected to have a follow-up. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: analysis of the returned rx cytology brush revealed the distal tip was not present on the wire. The brush was in the extended position, and the brush had been visibly bent. Visual assessment found no issue with the working length and handle assembly. Functional evaluation found the brush would fully extend and retract without issue. The brush bristle section was present and properly formed. Following a detailed analysis, cis noted the condition of the returned unit was consistent with the reported issue that the brush distal tip had detached. Cis assessment of returned device noted the brush distal tip was not present on the device. The complaint was confirmed; the returned device condition indicates the brush distal tip had detached. Event information states the distal tip was embedded in the hepatic parenchyma before becoming detached. Therefore, the most probable root cause selected for this complaint is ¿operational context.¿ a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the intrahepatic bile duct during an exfoliative cytodiagnosis procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the brush was inserted through the stricture however, the metal tip was detached and remained inside the patient. The physician reported difficulty in removing the metal tip under endoscopy and the patient is for observation. There were no plans of retrieving the device but the patient is expected to have a follow-up. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.